Event description:
One pt with discrepant troponin t results. Initial result gave 0.140 ug/l; sample repeated three times giving 0.470 ug/l once, and 0.132 ug/l twice. If add'l info is received, appropriate notification will be provided.